Manufacturer narrative:
The device referenced in this report was discarded and will not be returned to olympus for eval. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus was informed that during a diagnostic endobronchial ultrasound (ebus) with lymph node biopsy, the coil inside the needle sheath which is located at the distal end, became dislodged from the catheter and was retained in the pt's airway. This went unnoticed during the procedure, until a follow-up with the pt, when the pt coughed up the coil and brought to the user facilities attention. The intended procedure was successfully completed. There was no pt injury reported and no further medical or surgical intervention was provided.